Event description:
The end-user stated that bgs was running high. A leak was detected where tubing connects to reservoir. On september 09, 2002 maersk medical a/s received the complaint, 2 used and 2 unused sets.